Event description:
Pt started having saturation issues and had to be put on a high flow nasal cannula. His chest xray showed small area of atelectasis. He was thought to have viral pneumonia. His wbc was only slightly elevated, and all blood cultures were negative. His d-dimer was positive, so they did an ultrasound and found several pulmonary embolism. Site was following small punctual deposit on rvad prior to the event for approx a month. Because of the pulmonary embolism event, the site chose to electively change the blood pump. The site ordered a three day course of tpa to breakdown the blood clots. The repeat cath report ((B)(4) 2014) noted absence of previous embolism.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2013. Update: pt was transplanted on (B)(6) 2014. Ref # imp (B)(4).